Event description:
Manufacturer's ref #: (B)(4)

Manufacturer narrative:
No service on the ventilator has been requested. The user facility reportedly replaced the o2 sensor. The replaced part was not returned for investigation. Provided ventilator logs confirms the reported alarms for low o2 concentration. If the o2 sensor fails, alarms will be generated during both pre-use check and ventilation mode. Since no parts were returned for investigation, the root cause of the event has not been determined. H3 other text : 4117.

Event description:
It was reported that during patient treatment, the ventilator generated alarms for low o2 concentration. There was no patient harm. Manufacturer's ref #: (B)(4).